Event description:
It was reported that, during a procedure, the 'twinfix' anchor came out while tying the knot. The procedure was completed with a non-significant delay using a smith and nephew back up device in another drilled hole. No further complications were reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Health effect - clinical code updated. Health effect - impact code 1 code was added. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. Based on the limited information provided, the twinfix anchor came out while tying the knot and the surgeon was able to complete the procedure with a non-significant delay with a back-up device in another drilled hole. Since no other harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.